Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a waveone gold primary 6-file ster 25mm file broke during use. The broken part has not been retrieved. Possible further treatment of extraction of teeth. No injury.

Manufacturer narrative:
Investigation result involved product broken during use was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review (batch #1866691). The unused waveone gold primary file 25mm was evaluated and was found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend. Additional information received that not tooth extraction was needed. This is a follow up report for this additional information.